Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the complaint regarding the communication anomaly was confirmed. Upon receipt the device measured 3.58 vdc, and was subsequently charged to 4.00 vdc in one charge cycle. This verified the device was capable of being fully charged with a proper charging method. However, the device lost communication during the memory download procedure. The system data and charge logs revealed sudden voltage drops. The device was cut open and the internal inspection revealed erratic internal resistance measurements of the battery when pressure was applied on the case. The battery internal resistance anomaly was due to the intermittent connection to the battery's internal tab and it was the source of the reported loss of device communication.

Event description:
A report was received that the patient's back pain has increased which was associated with the scs. The patient reported that the scs has shifted and the pain runs from the scs across the back to the other side. The patient was prescribed pain medication but it did not work well. The patient received a recommendation for a revision procedure to relocate the ipg but the patient declined. On (B)(6) 2016 the patient was having ipg to remote control (rc) communication failure error. Device malfunction with the ipg was suspected. Database analysis of the battery discharge profile revealed signs of an ipg anomaly. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Malfunction was suspected with the explanted ipg. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's back pain has increased which was associated with the scs. The patient reported that the scs has shifted and the pain runs from the scs across the back to the other side. The patient was prescribed pain medication but it did not work well. The patient received a recommendation for a revision procedure to relocate the ipg but the patient declined. On (B)(6) 2016 the patient was having ipg to remote control (rc) communication failure error. Device malfunction with the ipg was suspected. Database analysis of the battery discharge profile revealed signs of an ipg anomaly. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's back pain has increased which was associated with the scs. The patient reported that the scs has shifted and the pain runs from the scs across the back to the other side. The patient was prescribed pain medication but it did not work well. The patient received a recommendation for a revision procedure to relocate the ipg but the patient declined. On (B)(6) 2016 the patient was having ipg to remote control (rc) communication failure error. Device malfunction with the ipg was suspected. Database analysis of the battery discharge profile revealed signs of an ipg anomaly. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's pain was not related to the device.

Event description:
A report was received that the patient's back pain has increased which was associated with the scs. The patient reported that the scs has shifted and the pain runs from the scs across the back to the other side. The patient was prescribed pain medication but it did not work well. The patient received a recommendation for a revision procedure to relocate the ipg but the patient declined. On (B)(6) 2016 the patient was having ipg to remote control (rc) communication failure error. Device malfunction with the ipg was suspected. Database analysis of the battery discharge profile revealed signs of an ipg anomaly. The patient will undergo a revision procedure wherein the ipg will be replaced.